Event description:
Information was received from a patient (pt) regarding an implanted neurostimulator (ins). The reason for call was patient says they had a new ins put in last monday and just went to their first follow up appointment yesterday. Pt says the new implant is "actually doing what its supposed to do", and said the first implant they had put in didn't help since it was put in because "doctor put the leads in a lot higher than I needed, but with this new one the doctor put them in lower so now it goes down my legs better and its actually doing what it's supposed to do". Pt also said they didn't like the charging process with the intellis device, and didn't like that the paddle had a cord attached to the controller. Pt likes the external equipment for inceptiv, and also says the therapy is working for them much better than with the intellis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.